Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2019-03738. It was reported low right ventricular pacing impedance was noted via remote follow-up. Right ventricular sensing was low but stable. The threshold and pacing was also recorded as stable. Patient was asymptomatic. It was suspected the impedance issue to be both device and right ventricular lead related. Physician elected not to perform any intervention and to continue to monitor the patient. Patient was stable.